Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the patient stated in the physician¿s note that the devices did not help relieve the pain. The patient underwent an explant procedure. The devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. No device malfunction was suspected.